Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch # 365c32. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 365c32, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic left hemicolectomy surgery, when severing middle rectal artery, after fired, noted oozing in the blood vessels. Used suture to oversew and stop oozing. Changed another one to use. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.